Manufacturer narrative:
The reported event was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the safety bar was interfering with the forward trigger, which is the probable cause of the reported event.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. Failure analysis in progress.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it was oscillating when in reverse mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it was oscillating when in reverse mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.